Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the ipg replacement surgery (reference MFR. Number 1627487-2018-03201) the physician unintendedly pulled the lead out of place. The physician failed to reposition the lead to an intended position due to scar tissue. The patient had other leads intact which provided effective therapy postoperatively.

Manufacturer narrative:
The device name and the product code was updated.